Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that insulin pump alarmed off no power alarm. The customer¿s blood glucose level was unknown. The customer did not receive a low battery alert prior to the off no power. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of off no power without a low battery warning. The insulin pump alarmed error and failed battery test. The customer tried to clear the alarm but it would not let him, and he took battery out and back in, and he got no power, and then he put another battery in the insulin pump and now its fine. The customer was able to clear alarm. The insulin pump passed self-test. Customer stated battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.